Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned armada dilatation catheter noted blood on the shaft and the balloon and in the guide wire lumen; this is consistent with it being advanced over a guide wire and into the anatomy. There was contrast on the shaft. The balloon was returned loosely folded, consistent with being inflated. There was a kink in the shaft at the distal end of the strain relief tubing. This kink is possibly due to handling/packaging the device for return to abbott vascular. There was no other damage noted to the balloon catheter. The inflation device used during the procedure was not returned. The reported resistance appears to be due to interaction with the lesion site. During functional testing, a new indeflator filled with water was used in an attempt to pressurize the balloon when fluid leaked out at the distal end of the strain relief tubing. The outer member was loose and moving freely inside the hub. There was adhesive visible inside the glue ports of the side arm. A review of the device lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint-handling database for the reported lot was performed and revealed no other incidents reported for this lot. All dilatation catheters are visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Event description:
It was reported that during a procedure of the superficial femoral artery and popliteal artery, the armada 14 was delivered and during pre-dilatation inflation to nominal pressure, a leak at the hub area was noted. There was no clinically significant delay in the procedure due to the device issue. There was no reported adverse patient effect. Though requested, no additional information was provided.